Manufacturer narrative:
Investigation summary: 6 cartons of material 305837 needles were received and tested by our quality team. The safety mechanisms were sampled and individually tested and there were no issues observed. The complaint could not be verified and the root cause of this failure remains unknown. There were no notifications identified during the production quality review that may have contributed to the safety shield popping off. All inspections were complete and acceptable.

Event description:
Samples received.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse 25x1 rb safety mechanism failed. The following information was provided by the initial reporter: "issue with a bd eclipse needle, the safety popped off during engagement and the user was stuck." Response received on 31-oct-2023: "we have 600 of these needles from the same lot removed from use and could send to you to evaluate if you could provide a shipping label. We do not have photos, what occurred was on 10/24/2023 the pink plastic safety ¿popped off¿ during one-handed engagement of the safety using the right hand. The needle then came down upon and stuck the employees left hand. This was a used needle so the needle and the safety which broke off were both discarded into a sharps box."